Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #1) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #1). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #2). Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2015 and (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #1 and device #2). It is alleged that on (B)(6) 2016, the patient had unspecified injuries and underwent surgery for the revision of the hernia mesh product implanted on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the two (2) sepramesh composite ip (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."